Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd received 4 samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for cap separation was observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and functional testing and the issue of cap separation was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cap separation. Bd determined that the root cause of the indicated failure mode was attributed to low force of removing the tab cap from the needle shield, which may be due to: exceeded upper tolerance dimension in the needle tip due to wear of the forming tools or a misaligned process or exceeded lower dimensions on the complete needle as a result of wear of the forming tools or an incorrectly set process. Bd has already initiated corrective actions. Therefore, no additional action will be undertaken. The claimed batch number was produced before the activities were fully implemented.

Event description:
It was reported when using the bd microtainer® contact-activated lancet the protective cap comes off leaving the needle/blade exposed. The following information was provided by the initial reporter. The customer stated: "the cap was found to be detached for one products before use."